Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device failed the homechoice rite electrical earth leakage current test. The pal evaluated the device. Resistance measurements between the a/c lines at the pem and ground indicated the pump was the source of the leakage. The assignable cause for rite test earth leakage current was determined to be a defective pump. The device's service history record was reviewed and no issues were identified that may have contributed to the rite earth leakage current failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.